Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Where the reservoir goes the rim there the black plastic has broken. Customer did mention that he had been running rather high and the reservoir was not held in place so it cannot delivery the insulin properly. Customer also stated that the reservoir was unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.